Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. Therefore the analysis is based on the inspection of the quality documents as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The available iegms confirmed the presence of noise on the rv and far-field channels, as mentioned in the complaint description. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the devices would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Oversensing and questionable shock therapy was reported for this lead. Review of the episodes stored in the device file shows likelihood for cross channel oversensing with the atrial being sensed on the ventricular channel. There is suspected complications with the position of both leads, however. There were no adverse patient side effects reported